Manufacturer narrative:
(B)(4). G2: australia. D10: cat #: 010001004 / g7 screw 6.5mm x 60mm / lot #: 3895696. Cat #: 00700006620 / 66mm cup size revision shell / lot #: 65566013. Cat #: 00662406530 / bone screw self-tapping 30 mm length 6.5 mm dia. / lot #: 65140220. Cat #: 00662406560 / bone screw self-tapping 60 mm length 6.5 mm dia. / lot #: 64776802. Cat #: 802403603 / constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners / lot #: 3089039. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a bilateral hip revision approximately one year and three months post implantation due to an acetabular fracture. The shells, screws and heads were removed and replaced. It was reported that no additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the explanted bearing and head remains assembled, and covered in bio debris. No further observations could be noted using the image provided. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and review of the available records identified the following: the right hip arthroplasty components are anatomically aligned. There is a suspected cortical defect of the medial acetabular wall correlating with the fracture described. The visualized acetabular fixation screws are intact. The incompletely visualized proximal femur and femoral implant appear normal and without fracture. A definitive root cause cannot be determined. Based on the x-ray review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). A definitive root cause cannot be determined. However, it is known that a freedom all poly cup was used with the tmars revision shell and this is considered off label use per IFU. It states under compatibility "do not use components of the trabecular metal acetabular revision system (tmars) with components of any other system or manufacturer unless authorized by zimmer biomet." As per freedom® constrained system IFU, "do not modify implants. Before using a product placed on the market by biomet, the operating surgeon should study carefully the following recommendations, warnings and instructions, as well as the available product-specific information (e.g., product literature, surgical technique). Zimmer or biomet is not liable for complications that may arise from the use of the device in circumstances outside of zimmer or biomet¿s control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique." It is unknown if this off label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.